Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, an unspecified number of tubes were used after the expiration date. There was no health impact or consequences reported.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. The product expired on 30 nov 2025. Since the product is expired, no retained samples could be inspected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: expired. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, an unspecified number of tubes were used after the expiration date. There was no health impact or consequences reported.